Event description:
A replace sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced convulsion and a loss of awareness and was unable to self-treat, requiring non-healthcare professional administration of an insulin (type/dose unknown) injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 29-feb-2024. The medical event associated with this case occurred on 07-mar-2024 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.